Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the system's universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The usm triggered error 23118 fault in normal mode. Fa opened the degree of freedom (dof) 4 chipencoder virtual absolute (cva) assembly and found the flat flex cable (ffc) (on dof 4 cva sensor printed circuit assembly (pca)) had scraped/rubbing mark with exposed wires. A new cva ffc was swapped and the error did not occur. After re-installing the original cva ffc, the error returned. Additionally, the dof 4 cva pca and cva disk were found with surface contamination, which caused the error(s): 23068/23069/23087/23094, found in the system logs from the field. The hall errors were replicated during sine cycle on in-house system. After swapping with a new cva pca and cva disk, the unit passed the sine cycle with no issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the system generated error 23118, pointing to the system's universal surgical manipulator (usm) 2. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed onsite logs and confirmed several error(s): 23118, 23069, 23068, 23094 and 1121, pointing to the usm 2. The tse had the customer undock the usm 2 and power cycle the patient side cart (psc); but, the issue persisted. The usm 2 was disabled and the customer proceed with the procedure using the three (3) other usm arms. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.